Event description:
The customer reported her blood glucose reached over 500 mg/dl less than 36 hours after the pod was activated. She gave herself a manual injection of insulin (exact dosage was not provided). Upon inspection she noticed the cannula was no longer inserted into her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This conditions could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.